Event description:
During the vent check in the afternoon, it was discovered that the ventilator was in psv (pressure support ventilation mode) when previously it was in cmv (controlled mechanical ventilation). No mode change was made by any respiratory therapist. Looking at the event log on the vent it did not show that a mode change was made. This is the 2nd incident of this nature on the g-5 ventilators in 7 months. Most g-5 ventilators were replaced as a precaution and increased surveillance on all ventilators was initiated.